Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the trigger points, neuropathy and the radio frequency ablation were not caused or contributed to by the device. The issues related only to post- operational pain and were all within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient had post-surgical pain and the stimulation was not helping them a whole lot. Their pain needs were not being addressed. The patient was recently implanted and only had 1 group. The patient was seen by a manufacturer representative on (B)(6) 2016 for a post-op appointment. At that point the patient had good stimulation coverage and their incisional pain was improving. However, on (B)(6) 2016 the patient noted that they had continued neuropathy and their symptoms just worsened over time and with usage. The symptoms were also noted to be weather related. The patient had been given medications, trigger point injections, radio frequency ablation, oral steroids, heat, ice and physical therapy due to the symptoms. It was noted that the post-surgical pain had resolved somewhat during most activities. The patient found themselves needing to find a balance because they could experience more pain in the end. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, ate of birth. If information is provided in the future, a supplemental report will be issued.